Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized for high blood glucose levels. It was reported that the customer had been receiving lost sensor alarms. The customer's blood glucose level was reported to be 340.2mg/dl. It was reported that the customer treated with the pump. It was reported that the pump was not communicating with the transmitter. It was reported that there was a second hospitalization for diabetic ketoacidosis. It was reported that the customer did not feel the pump was at fault. Troubleshoot was reported to be conducted. No further assistance was reported to be conducted.